Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of pneumoperitoneum. Pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following the tubing placement, the patient experienced abdominal pain. On (B)(6) 2023, a CT scan was performed which revealed air in the abdomen. On (B)(6) 2023, the patient was discharged from the hospital. On an unknown date, it was reported that the patient's abdominal pain resolved.